Manufacturer narrative:
Concomitant products: 407652 lead, implanted: (B)(6) 2010.

Event description:
It was reported that during use the atrial lead exhibited rising and high impedance. The atrial lead remains in use. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.